Manufacturer narrative:
E1: initial reporter first name - sn (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) remoted in, restarted the application, and it loaded normally. The customer was then able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini screen was frozen, and the application was not responding during login. However, there were no delays, adverse events or injuries reported based on this event.